Event description:
Pt had femoral bypass with ptfe material, and left iliac stent in (b)(64) 2016; developed infection soon after with staph aureus and e. Coli, debrided and negative pressure therapy device used, muscle flap done on left. Eventually discharged on oral antibiotics. Readmitted for new infection - this time with serratia marcescens in wound and blood. Wounds debride and negative pressure device used as dressing. Muscle flap completely covered vascular graft on left. Right had exposed vascular graft, treated with IV antibiotics. On (B)(6) 2016 had anastomatic leak bleeding event on left side while negative pressure device on. Surgery done to remove graft and repair leakage, expired the following day. Reporting this event since negative pressure device use related to infected vascular graft and had hemorrhage event. This occurred on side where graft was not exposed, 75 mmhg pressure used. Wound vac used on (B)(6) 2016 on both groins.